Event description:
The customer reported to olympus, that during preparation for use. It was discovered, that the connecting tube cannot be connected to the channel connector in the reprocessing basin. There were no reports of patient harm associated with this event.

Manufacturer narrative:
H4: device manufacturer date: the device was manufactured in nov 01, 2020 based on the three-digit lot number. The specific date could not be determined with that information. During inspection and testing, connecting tube cannot be connected to the channel connector in the reprocessing basin. The device was missing 1 clip, there were white spots inside the tube, there were scratches and nicks on the metal connector, there were scratches on the tube, and there were scratches on the blue plastic connector. Based on the results of the legal manufacturer's investigation. It is likely, the connecting tube could not be connected; due to the coming apart of the lock lever by external stress. As a cause of the external stress, we consider that force was applied in incorrect direction during device use. However, a definitive root cause of the reported issue could not be identified. Irregularity can be detected by performing the following inspection described in the instructions for use: "preparation and inspection : move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken". Olympus will continue to monitor field performance for this device.